Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced fluid overload while performing peritoneal dialysis therapy on a homechoice (hc) device. The fluid overload was manifested by the feeling of ¿fullness¿ and abdominal pain and subsequently the patient was hospitalized for fluid overload. It was reported that the hc was not draining the patient properly and also that the patient experienced ¿multiple¿ hc alarms (unspecified number, alarm types were unknown). The exact diagnosis in regards to the fluid overload and the treatment received for the event was unknown. On an unreported date, the patient was recovered from the event. No further information was provided regarding whether apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. Internal and external inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A short simulated therapy was successfully performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.